Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath; lot#/serial# unknown; implanted: unknown; product type catheter; ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unidentified patient who had been receiving 40 mg/ml of morphine via an implantable pump. The indication for use was not provided. It was reported the patient had a symptomatic granuloma at a 40 mg/ml concentration of morphine despite the recommendation that concentration should be 20 mg/ml or less to minimize that risk. The patient was reportedly down to an 18 mg/ml concentration at the time of the report, (B)(6) 2019. There was no reported issue with the infusion system, just that they chose a higher concentration than was recommended. No further information was provided. No further complications were expected or anticipated.